Event description:
It was reported that a patient presented to the emergency room. Upon interrogation, the patient's pacemaker was found to be in back-up vvi (bvvi) mode. The cause of the bvvi mode was unknown. Premature battery depletion was also alleged on the device. The patient's pacemaker was explanted and replaced on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed. The reported event of premature discharge of battery was confirmed. Interrogation of the device revealed the device was in backup operation and battery voltage at end of life (eol) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. No high current drain sources were found throughout bench and environmental stress testing. Telemetry, impedance, pacing and output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The backup operation is consistent with the low battery voltage and the cause of premature battery depletion could not be determined.